Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead warning occurred (B)(6)2010 due to low impedance. It was further reported that loss of capture was seen in the carelink transmission. Upon review of the manufacturer's database, it was determined that the lead is no longer in use and a new lead has been implanted. No patient complications have been reported as a result of this event.